Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling mass, tenderness, mild erythema, slight hardening, inflammatory changes and parotitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events: "contra-indications ¿ juvéderm¿ voluma¿ with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the retromandibular area along the angle of the mandible. There was no bruising and no pain during or after the injection. Patient was also injected with botox® and had a skin peel. Patient developed a mass a few days later on the left pre auricular. The mass resolved after a few days, but then returned another few days later. The new mass was tender on touching. The mass started out the size of a walnut and reduced to the size of a marble. Patient was reviewed a month after the injection by the healthcare professional and another healthcare professional. It was noted that the patient had developed swelling which had "fluctuated." At the time of the review, the "swelling appeared to be arising from the tail of parotid" which was "moderately swollen, mildly tender and very mildly erythematous." Patient had also been reviewed by their family doctor who had suspicions of a "neoplasm" and prescribed the patient with clindamycin for a possible infection. Later, the area became "more swollen" and "it appeared that there was some type of collection under the skin." Patient was advised to go to the emergency room for evaluation. The patient was given a CT scan that revealed "parotitis but an absence of stones." Findings of the CT scans included: "moderate inflammatory changes of the left parotid gland with no discrete collection identified. No evidence of obstructing sialolith although assessment is limited due to dental hardward artifact." There was also no evidence of infection involving the deep structures of the neck. Patient was reviewed again the following month after the injection and "looks and feels well," but still had "slight hardening" on the left pre-auricular. Symptoms have resolved.

Event description:
Additional information: patient had another ultrasound which showed that "there may be a bit of fluid left in [the patient's] parotid area but the radiologist suggests that this is "post-inflammatory". There was nothing of concern.